Event description:
Balloon rupture during procedure.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. (B) (4). The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area that burst. Visually there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. (B) (4).

Event description:
Reportable based on analysis completed on (B) (6) 2009. It was reported that during an embolization of the gastric duodenal artery, a coil jammed in the micro catheter during introduction. The physician was attempting to introduce a 2/5mmx5.8cm vortx diamond coil into a renegade micro catheter. The coil was put into the renegade catheter outside the pt without flushing. As they put the coil sheath into the micro catheter hub, the coil was meeting resistance, and they could not deploy the coil in the micro catheter. The coil was removed from the catheter hub without complications. This occurred with two of the same coils. Previous to these two coils becoming jammed, other coils were deployed successfully. The same renegade micro catheter was used to compete the procedure with pushable coils. There were no reported pt complications. The pt's status is listed as "fine." However, returned device analysis revealed a broken pusher wire and coating damage to the pusher wire.